Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found leakage from the extension tube with the red connector when flushing the device. The device was not used for the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appeared to be associated with the manufacturing process. One 15cm pre-curved flexxicon ii catheter was returned for investigation. The catheter appeared to be unused. It was reported that the catheter was not used on the patient. A functional test revealed a hole in at the distal end of the bifurcation when the arterial lumen with the red luer adaptor was flushed with water. The leak coincided with the parting line of the molded bifurcation. The leak site was located on the side of the bifurcation that coincided with the venous (blue) extension leg. A microscopic examination revealed that the hole in the tubing was rough and granular. The external surface of the tubing that surrounded the hole was dull and granular. The sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: based on the photo evaluation of complaint "leakage from the extension tube¿, was confirmed due to the presence of a hole observed at the distal end of the bifurcation where the lumen with the red luer adaptor is located apparently this could be caused when the bifurcation was molded by an incorrect colocation of the core pins. The cause of this condition is manufacturing related. As part of reinforcement for this issue was provided an awareness communication training to manufacture personnel involved in this operation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found leakage from the extension tube with the red connector when flushing the device. The device was not used for the patient.